Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to deep vein thrombosis (dvt)/pe. Patient is alleging vena cava perforation, migration, tilt, device is unable to be retrieved, embedded. Patient alleges "the injuries I attribute to the filter are stomach and epigastric pain. I am also experiencing irregular heartbeats, shortness of breath (sob) and post thrombotic issues." Patient can no longer engage in working, hunting, fishing, lifting, walking for long periods of time. Patient also reports sexual dysfunction and depressive disorder. An unsuccessful filter retrieval on (B)(6) 2007 was reported followed by a second unsuccessful retrieval attempt on (B)(6) 2007. Per retrieval report (unsuccessful), "unsuccessful attempt at retrieval of tulip inferior vena cava filter." "Nearly 120 minutes of time was spent using the snare in order to capture the hook on the minutes of time was spent using the snare in order to capture the hook on the tulip device. The device could not be captured; however, the filter could not be collapsed in order to withdraw it into the device. It appeared very severely tethered into the wall. Thus, after the above amount of the time had elapsed, the procedure was abandoned." Per computed tomography report, "mild atherosclerotic calcifications are seen in the abdominal aorta without evidence of aneurysmal dilatation. Note is made of an infrarenal ivc filter. Admixing artifact is seen within the distal ivc and bilateral iliac veins without evidence of definite thrombus."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: post thrombotic issues, irregular heartbeats, limited physical activity, depression, stomach/ epigastric pain, sexual dysfunction. The reported allegations have been further investigated based on the information provided to date. The additional information regarding post thrombotic issues does not change the previous investigation results for thrombus. Unknown if the reported irregular heartbeats, limited physical activity, depression, stomach/ epigastric pain, and sexual dysfunction are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2007 due to having a pulmonary embolism (pe). Approximately 12 years and 4 months later, the patient had a computed tomography (CT) scan of the abdomen and pelvis to evaluate the indwelling ivc filter, which revealed that the filter demonstrated 16 degrees of posterolateral ivc filter angulation and is perforating beyond the perceptible exterior wall. The CT scan also showed the filter had migrated from l2-3 level to l3-4 level. Approximately 2 years and 9 months after the aforementioned CT scan, another CT scan of the abdomen and pelvis was performed on the patient to evaluate the indwelling ivc filter, which revealed 15 degrees posterolateral ivc filter angulation, perforation beyond the perceptible exterior wall, and migration from l2-3 level to l3-4 level. Three (3) months after initially receiving the ivc filter implant, the patient underwent filter retrieval surgery due to filter safety concerns and complained about shortness of breath (sob) plus right inguinal pain, in which was alleged to be related to the filter. The filter was unable to be collapsed in order to withdraw it into the device. It appeared the filter was very severely tethered into the ivc wall. Nine (9) days after the initial retrieval attempt, the patient underwent a second filter retrieval surgery due to the first attempt being unsuccessful. There was an attempt to manipulate the snare toward the apex, but was unsuccessful due to a bridging strut being unintentionally captured. This caused the appeared of a new thrombus and further tilting of the filter. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Initial reporter: non-healthcare professional. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, embedment, thrombus, inability to retrieve, migration, tilt, sob, and right inguinal pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported shortness of breath (sob) and right inguinal pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.